Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the device exhibited error code e233. The root cause could not be identified. Based on the results of the investigation it was presumed that the reported issue was caused by a damaged video connector circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited e233. There are no reports of patient harm.